Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient will undergo a tar revision of both the tibia and talus.